Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with l2 burst fracture, and underwent spinal fusion at two levels above and two levels below l2. Intra-op, while turning the sequential reducer on the left side of l3 to push the rod down, the extender disconnected from the reported sequential reducer and the rod could not be placed. While checking, it was found that at the stage of connecting the sequential reducer and extender, the attach button of the sequential reducer was not opened completely. It was in a state that the sequential reducer and extender were not locked securely. Although the sequential reducer was replaced with another one, the extender and the new sequential reducer disconnected again. It was then thought that the sequential reducer was not responsible for the reported event. The pedicle screw was loosened slightly and the bending of the rod was checked, but no change about the situation occurred. Finally, the extender at left side of l3 was removed, the rod was placed with an offset counter torque and the set screw was inserted. There was a delay of less than 60 minutes in the overall procedure time as a result of this event, but no patient complications were reported.